Manufacturer narrative:
Corrected data: upon further review, it was noted that the reported event has been previously reported under medwatch report number #3012236936-2025-0003225. Therefore, this file is no longer considered reportable. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The zcb00 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Posterior capsule opacification was noted during (B)(6) 2024 yttrium aluminum garnet (yag) evaluation and was resolved by performing yag laser capsulotomy that same day. Best corrected visual acuity (bcva) pre-operative was 20/25 and post-operative was 20/20. Patient prognosis post-procedure was reported as fully recovered. The suspect iol is not available for investigation as it remains implanted. The iol directions for use were followed. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: male section a-4 patient weight: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 ¿ yag capsulotomy all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.